Event description:
Patient with adenocarcinoma of prostate underwent a davinci prostatectomy with extended pelvic lymph node dissection. During the procedure, the surgeon noted arcing from the cautery to adjacent tissue when he used the robotic scissors. Scissors tip cover was changed and it was discovered that there were 2 holes in the scissor tip cover. Scrub rn stated the cover inserted smoothly when it was placed on the scissor. Surgery continued without known complications. Patient had a high jackson-pratt drainage, rapid return of bowel function, & minimal pain. His hemoglobin was stable postoperatively. Jackson-pratt drainage decreased and the patient was sent home with jackson-pratt in place. Patient was seen the following week for jackson-pratt drain removal.====================== health professional's impression======================unknown cause of arcing====================== manufacturer response for insulating tip cover for robotic scissors, intuitive tip cover accessory======================requested that the device be returned for investigation.